Event description:
It has been reported to philips that during an exam, the console went dark, and it was not possible to use fluoroscopy. The exam was delayed. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was continued by moving patient to next angio room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of system log file by fse showed communication problem between the x-ray pc and the suite pc. Upon troubleshooting, fse found that the x-ray pc disk was not recognized and replacing the disk did not resolve the issue. To resolve the issue, fse replaced the chassis and reinstalled the software for suite pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.